Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however the outer insulation had a cosmetic depression and was melted, there was blood on the proximal and distal conductors, and there was apparent explant damage; full lead returned and analyzed.